Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was inoperable and the patient underwent surgical intervention to remove and replace the thoracic system ipg which resolved the issue. The patient had not recharged her ipg for more than 90 days.